Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2015 and mesh was implanted. For 5-6 years, the patient experienced presence of pain. Bladder fibroscopy found an erosion of the strip in the urethra. Decision was made to perform strip removal via the vagina. On (B)(6) 2023, the patient underwent the early strip removal by vaginal way. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Please describe any medical intervention given for pain management including medication name and results. When was the mesh exposure first noted by a physician (date of fibroscopy)? Describe the surgical intervention performed for the exposure including findings. Was the exposed mesh successfully excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: neuchatel team received for evaluation one blue mesh sample in a clear box, of product tvto device, product code and lot number unknown. Therefore as the lot number is unknown, the review of the batch record could not be performed. The product was decontaminated. The received device was manipulated and ex-planted as original packaging and all components were missing. Only the remaining parts of the mesh was visible with a lot of organic matter around. The complication described in the report event could not be investigated by the received explanted mesh piece. Therefore, the defects observed during the product evaluation are not linked to a manufacturing issue. Potential cause: external cause (user used): the product was conforming to specifications at the release. The manufacturing process could not create this defect. Events of this type are trended regularly.